Event description:
Failed knee prosthesis requiring revision. This implant was not done at the reporting facility. Over last 8 months began to have progressive pain, swelling, and tenderness and instability in lt knee.